Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the concerned bipolar electrode was returned and investigated by the manufacturer. During the investigation it was found that both the neutral and the working electrode are molten down completely. As the electrodes are molten down completely, an exact determination of the failure sequence is not possible anymore. Either the cutting loop broke by excessive force and touched the neutral electrode creating a shortcut, which lead to the melting, or the cutting loop got bend towards the electrode creating the shortcut. In both scenarios, excessive force applied during use caused the issue. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an electric arc during intervention inside the patient, causing breakage of the loop. Consequence: distal end fell inside the patient. The intervention was stopped immediately, and additional instruments were used to retrieve the metal end out of the patient. According to the available information, the procedure was completed successfully and there were no adverse consequences for the patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).